Event description:
It was reported via repair work order that the stair chair treads rotate freely with no resistance due to loose tracks. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.